Event description:
Treatment of an avm. It was reported the catheter ruptured during onyx injection. No pt injury reported. Same event as MDR# 2029214-2010-00053.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 7.2 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Results: catheter rupture. (B)(4).